Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. The event history log (ehl) revelaed open door alarm. During evaluation, the "door open" message appeared on the screen while the door is stuck in closed position. The cause was determined to be the sticky and dried liquids found on the latch bar. The mechanism assembly requires replacement to resolve the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the "door open" message appeared on the screen while the door is stuck in closed position. No additional information is available.